Manufacturer narrative:
The reported vad pump stop event is covered under MFR number: 2916596-2019-02893. The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient presented to the clinic for a follow- up. When tethered to a ungrounded cable in clinic for interrogation, active alarms were noted on the clinical screen. A pump stoppage event occurred during interrogation. The account was unable to restart the epc. The account switched to the patient's backup controller. The pump restarted immediately on the backup controller. Log file analysis noted speed drops lower than the patient's low speed limit and driveline disconnects. The log file noted the pump was not able to maintain the set speed and pump stoppage events occured. No further information was reported.

Manufacturer narrative:
Section d4, d10, h3, h4: correction.

Event description:
Additional log files were submitted and revealed 2 speed drops.